Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was hospitalized for diabetic ketoacidosis. Customer stated their insulin pump stopped insulin delivery, but there were no alarms or alerts. The date of the customer's hospitalization was (B)(6) 2015. Blood glucose at the time of admission was 523 mg/dl. Customer stated they were feeling sleepy from their high blood glucose. The customer was treated with an insulin drip at the hospital. It was also found the customer had blood in their tubing, about 10 inches in the tubing. Customer's insulin pump will be replaced as requested by the customer.

Manufacturer narrative:
The insulin pump passed the functional test, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.